Event description:
Patient was revised to address loosening of the tibial component at the cement/implant interface. Competitor's cement was used in the primary surgery. The tibial component was in slight varus, and the tibial insert exhibited third-body wear resembling cement debris.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.